Manufacturer narrative:
The device was evaluated. The evaluator can not determine anything about the bolt and eccentric nut from the left side caster that allegedly fell out because they were not returned for evaluation. This hardware was replaced with hardware that was not to specification post final release.

Event description:
Alleges the bolt that holds the caster in place fell off and consumer fell out of the chair.

Manufacturer narrative:
The exact "date of event" is unknown. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges the bolt that holds the caster in place fell off and consumer fell out of the chair.